Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that during the surgery of meniscus repair, after 1st firing, two plates were deployed at the same time. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The complaint device was received and inspected. The implants were not received along with the needle. During visual inspection, it was identified that the silicone sleeve was damaged, it was cracked. The gun was not received. Also, it appears that the implants were deployed as the damage found in silicone sleeve. Therefore, this complaint can be confirmed. We cannot replicate for the reported condition since the gun was not returned; because of this, we cannot determine a specific root cause for the experience reported. The possible root cause can be attribute when main pusher rod on the gun to be bent at the distal tip. This bend in pusher rod is typical of aggressively removing the needle and thus it could damage. For the silicone sleeve damaged could have made it difficult for the surgeon to deploy the implant with the suture when inserted into the patient. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:6l53158, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an a meniscal repair surgery on 8/19/2020, it was observed that the two implants from omnispan meniscal repair 27deg device deployed at the same time after the first firing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.